Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar would not fire, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but replaced the vio integrated electrosurgical generator unit (iesu) due to intermittent issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the issue. The unit failed to detect the monopolar instrument. The complaint regarding noting monopolar would not fire was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root case was attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the vio integrated electrosurgical generator unit (iesu) exhibited a persistent issue during the procedure. The vio iesu was replaced after the completion of the procedure and failure analysis was able to reproduce the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had an ongoing issue with the monopolar energy not firing. Prior to the call, the customer tried multiple instrument cords and both ports. They did not try rebooting the vio integrated electrosurgical generator unit (iesu). The tse asked the customer the status of the arm indication next to the monopolar ports and it was a question mark. They had a message that the iesu was not connected. The logs noted an iesu error of 2-8a. The tse recommended rebooting the iesu. The customer stated that was an ongoing issue and requesting a field service engineer to inspect the system. The customer continued with the procedure. The procedure was completing as planned with no reported injury. On 3-feb-2023, isi followed up with the initial reporter and obtained the following additional information: the customer stated the procedure was completed with the same esu, they connected the monopolar cable to the bovie machine. The ports were placed prior to the issue being identified. The system did power on without errors. Isi technical support was contacted, and the customer was unsure why the prior ticket was closed when the same error happened again. The customer resolved the issue to continue with the case by connecting the monopolar to an actual bovie machine with no harm to the patient. On 3-feb2/32023, isi followed up with the robotics coordinator and confirmed the bovie was the esu.